Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012690276); product type: 0195-heart valves; implant date: n/a; explant date: n/a, select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2.5 hours following implantation of a transcatheter aortic valve, the patient died due to a type a aortic dissection.

Event description:
It was reported that 2.5 hours after a transcatheter aortic valve was implanted, the patient died due a type a aortic dissection. Additional information was received to report following implant of the transcatheter aortic valve the valve implant team was "very happy" with the valve placement. Following the implant procedure, the patient returned to the cardiac care unit. Approximately two-three hours post-operative, the patient reported pain. A computed tomography scan was performed and revealed the dissection; the patient died shortly after. The physicians reviewed the procedural images numerous times post and were not convinced the delivery catheter was the cause.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Patient code was added. Additional codes. Annex f 2203 was added. Corrected data: b2. Life-threatening was erroneously omitted from the initial medwatch report. D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product brand name: evolut fx dcs; product ID: d-evolutfx-34; (lot: 0012690276); manufactured date: 2025-02-26; use by date: 2027-02-26; UDI: (B)(4); FDA site ID: 9612164 h6. Eval code method b20 replaced the erroneous b17 submitted on the initial medwatch report related to the valve; b18 was added related to the dcs. Eval code conclusion d15 replaced the erroneous d12 submitted on the initial medwatch report. Additional codes. Annex f 1203 replaced the erroneous f15 submitted on the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that approximately two and a half hours following the procedure, the patient experienced severe chest pain and subsequently went into cardiac arrest. After approximately two minutes of cardiopulmonary resuscitation (CPR), return of spontaneous circulation was achieved. Transesophageal echocardiogram (toe) and computed tomography (CT) confirmed type a aortic dissection with compromised flow to all cerebral vessels and several gut vessels. It was reported that the dissection started at the cusp and moved up to and past the head and neck vessels. The patient subsequently died.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.